Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the speed and flow falling to 0 was confirmed via log file analysis. A log file was extracted from centrimag console 19303725. A review of the log file contained data spanning between 11feb2022 - 05feb2024, per timestamps. On 27dec2023 between 22:18:18 ¿ 22:18:28, 22:19:18 ¿ 22:19:28, and 22:20:12 ¿ 22:20:29, ¿sf_lmc_shutdown_initiated¿ and ¿sf_lmc_main_mode_disabled¿ faults and ¿set pump speed not reached: m5¿ and ¿flow below minimum: f3¿ alarms were active due to the motor speed and flow falling to 0 rotations per minute (rpm) and 0 lpm, respectively. The flow and motor speed resumed shortly after each event. On 28dec2023 at 15:20:30, the set sped was decreased to 650 rpm. Quickly after the speed change, a ¿sf_lmc_pump_not_detected¿ fault and ¿pump not inserted: m3¿ alarm activated. The system was then shutdown at 15:22:16. The console was power cycled several times until it was returned to the service depot. The centrimag motor (s/n: (B)(6) was evaluated at the service depot. No physical anomalies were observed. The motor was connected to the returned console and a test loop. The system was run for several days and operated as intended. During the extended operation, the motor's cable was flexed throughout its entire length and no alarms activated. The motor and console underwent functional testing and passed without issue. The motor and console were returned to the customer site. Per the provided information, the no flow and pump stop resolved without any intervention. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (s/n: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including motor and flow alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a while back, the patient was on support and had a brief pump stop where the speed and flow both went to 0 simultaneously for a couple of seconds and then returned to baseline without intervention. After it occurred a second time, the motor, console, and flow probe were exchanged and sent for evaluation which the customer stated came back good. On (B)(6) 2023 it was reported that the same thing had happened again over the weekend. The patient's speed and flow went to 0 for reportedly 6 seconds and then back to baseline. The nurses did not notice any out of the ordinary alarms, except for the no flow on the flow graph that was about 6 seconds. The flow went back to baseline without any intervention by nursing. The nurse reported that the pump running sound disappeared as if it truly stopped during that time. Additionally, it was reported the patient had received a new pedimag pump on (B)(6) 2023, and the account noted that the new pump felt more ¿loose¿ than previous pumps. There were no adverse patient consequences. The patient remained stable on the same pedimag pump as of (B)(6) 2024.

Manufacturer narrative:
Section g3: initial report correction. G3 - date received by manufacturer for the initial report should be corrected to 27dec2023. Section b3: corrected. Section d4, catalog number, primary UDI number: corrected. The reported event of the speed and flow falling to 0 was confirmed via log file analysis. The reported event of the pedimag blood pump feeling loose when connected to the centrimag motor was unable to be confirmed. A log file was extracted from centrimag console 19303725. A review of the log file contained data spanning between (B)(6) 2022 - (B)(6) 2024, per timestamps. On (B)(6) 2023 between 22:18:18 ¿ 22:18:28, 22:19:18 ¿ 22:19:28, and 22:20:12 ¿ 22:20:29, ¿sf_lmc_shutdown_initiated¿ and ¿sf_lmc_main_mode_disabled¿ faults and ¿set pump speed not reached: m5¿ and ¿flow below minimum: f3¿ alarms were active due to the motor speed and flow falling to 0 rotations per minute (rpm) and 0 lpm, respectively. The flow and motor speed resumed shortly after each event. On (B)(6) 2023 at 15:20:30, the set speed was decreased to 650 rpm. Quickly after the speed change, a ¿sf_lmc_pump_not_detected¿ fault and ¿pump not inserted: m3¿ alarm activated. The system was then shutdown at 15:22:16. The console was power cycled several times until it was returned to the service depot. The centrimag motor (s/n: (B)(6)) was evaluated at the service depot. No physical anomalies were observed. The motor was connected to the returned console and a test loop. The system was run for several days and operated as intended. During the extended operation, the motor's cable was flexed throughout its entire length and no alarms activated. The motor and console underwent functional testing and passed without issue. The motor and console were returned to the customer site. Per the provided information, the patient received a new pedimag pump on (B)(6) 2023, and the account noted that the new pump felt more ¿loose¿ than previous pumps. Additionally, it was stated that the no flow and pump stop resolved without any intervention. The root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (s/n: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including motor and flow alarms. The 2nd generation centrimag system operating manual (rev. M) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a while back, a patient was on support having a brief pump stop where the speed and flow both went to 0 simultaneously for a couple of seconds and then returned to baseline without intervention. Once it occurred twice on the patient, the motor, console, and flow probe were exchanged and sent for evaluation (which came back good). The same thing happened again this past weekend. The patient's speed and flow went to 0 for reportedly 6 seconds and then back to baseline. The nurse reported that the pump running sound disappeared as if it truly stopped during that time. It was noted that the patient had a pump exchange while on support on (B)(6) 2023 with oxygenator removal and that the nurses noticed that this pump was more ¿loose¿ than previous pumps. The patient was still on the same pump, but equipment had been changed when this happened previously. Related manufacturer reference number: mrn # 3003306248-2024-00001, 2916596-2024-00137.